Manufacturer narrative:
Continuation of concomitant products: 419688 lead, implanted: (B)(6) 2010; dtbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and low p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.